Event description:
A model s dermatome was involved in a "poor" graft during a graft procedure. The incident was described as; a male pt with a hand injury who was having the injury grafted utilizing the model s dermatome. The graft was described as having shredded and was irregularly shaped. The graft could not be used. A second graft was taken and was successful. There was no scarring involved.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.